Event description:
It was reported that during device replacement surgery unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. Patient condition is stable.

Manufacturer narrative:
(B)(4). Product not returned.